Event description:
Ethicon hernia mesh, lots of attempts at getting rid of pain which related or not the pain is everywhere including back and hernia area. I also think that it caused an internal infection and maybe caused the arthritis that I didn't have before which has basically disabled me.